Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) unit broken fiber optic connectors. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue during the pm identified a broken fiber optic connector. Other than that, unit was fully functional. The stm replaced the broken fiber optic connector. The unit calibrated and passed all functional and safety tests per factory specifications. Service was completed.